Event description:
A complaint was received that when using a medisense blood glucose monitoring device, the consumer received a higher capillary reading of 300 mg/dl when compared to a venous lab test of 141mg/dl. When the values were plotted onto a clarke error grid, the results fell within the "c" zone which is considered clinically significant. There was no serious injury or medical intervention reported.